Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 03feb2020: the fracture was discovered upon inspection of the stent as it was removed from the packaging at the scrub table. The procedure was successfully completed by using another stent.

Manufacturer narrative:
After receipt of the complaint device and initial observation, it was noted that there was no fracture of the stent device. Therefore, no reportable device malfunction or serious injury occurred, and this complaint is now considered nonreportable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: k162104. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stent insertion via the bladder using a c-flex multi-length ureteral stent set, the stent fractured at the distal end "on the perforation". It is unknown how the procedure was completed. No section of the device remains inside of the patient. No adverse effects were reported due to the alleged malfunction. Additional patient and event information has been requested. No other information is available at this time. A follow up report will be submitted when additional information is received.